Manufacturer narrative:
A2: patient age/dob is not available. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system was functioning as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that when placing posterior screws, a deviation in the sagittal view occurred for both screws placed at s1 (3-4mm superior). The manufacturer representative performed scan & plan and confirmed you could see screws deviated. The representative confirmed after registration everything looked good, and that there were no shifts seen. There was no patient harm and the procedure was delayed less than one hour.